Event description:
It was reported that during a user-filled cartridge and tubing change, after approximately 70¿90 units were delivered, no fluid was visible in the tubing and insulin was observed leaking from the bottom of the cartridge into the pump; the issue was characterized as a leak involving the reservoir component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed leakage consistent with a seal issue, aligning with a leak/splash device problem associated with the reservoir component. The user dried visible insulin, replaced the cartridge, performed a change with proper steps, and confirmed drops were visible upon priming. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.